Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection and magnetic sensor functionality test of the returned device were performed following bwi procedures. Visual analysis revealed a black material attached to the dome of the device. A magnetic sensor functionality test was performed, and error 105 appeared on the system due to an internal printed circuit board (pcb) failure. Due to the condition observed in the dome a fourier transform infrared spectroscopy (ft-ir) analysis was requested and it was determined that the black foreign material shows vibrations corresponding to an unsaturated polyester resin; however, the source of origin remains unknown. A manufacturing record evaluation was performed for the finished device 31118484m number, and no internal actions related to the reported complaint condition were identified. The magnetic issue reported by the customer was confirmed. The potential cause of the foreign material can not be determined at this moment. The instructions for use (IFU) contain the following recommendations: the magnetic sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation - persistent ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and post procedure the bwi product analysis lab identified a black material attached to the dome of the device. During the procedure, the error code 108 for magnetic sensor error occurred. The cable was changed but the issue persisted. The patient interface unit was restarted but that also did not clear the error. The catheter was changed and the error went away. The procedure continued and was successfully completed. No patient consequences were reported.